Manufacturer narrative:
(B) (4). (B) (4). Shroud separation. Evaluation summary: the device was returned without a cartridge reload and with the shrouds separated. The clamping mechanism was noted to be damaged. No functional test could be performed due to the condition of the returned device. One possible cause for the damage to the shrouds may be if the device was clamped over thicker tissue than indicated creating higher internal stresses. As part of our quality process, each device is visually inspected and functionally tested during mfg to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the mfg process.

Event description:
It was reported that during a sleeve gastrectomy procedure, at the 4th firing, the clips were opened and the knife did not go through. The device broke. It is unk how the procedure was completed.